Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: va17uqq023, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider regarding a patient with an implantable neurostimulator (ins). It was reported the patient believed their lead was replaced because it wasn't working. It was noted the caller did not know the event date of when lead stopped working and the patient only provided the information they thought it was replaced on (B)(6) 2018. No symptoms were reported. No further complications were reported or anticipated.